Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged possible under delivery, ems dispatched and was hospitalized for high bgs due to diarrhea and heavy skin irritations found on (B)(6), 2021. The device powered up properly after battery installation. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The device was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. In further full review of the device history/traces on the event date of aug 25, 2021, there was no bolus recorded dailytotalofbolusinsulindelivered = 0 and no record of unexpected alarms/suspends noted. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms/alerts were noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: 08/15/2021 21:19:42.000 08/25/2021 00:24:19.000 and 08/25/2021 00:34:00.000 low battery alert was recorded and found in the formatted history file on: 08/15/2021 11:45:00.000 replace battery alert was recorded and found in the formatted history file on: 08/15/2021 21:16:00.000 and power loss alarm was recorded and found in the formatted history file on: 08/25/2021 00:35:17.000 08/25/2021 00:35:28.000 upon checking on the detail trace file, power loss alarm was expected since the battery has low power. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display not confirmed. The device passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was 1041 mg/dl. The customer did experience symptoms such as diarrhea as a result of high blood glucose level. The customer was treated with insulin pen. It was unknown whether the auto mode feature was active at the time of high blood glucose event. The insulin pump will be returned for analysis.